Event description:
Event occurred in the united states of america. Customer reported that triage cardiac tni was yielding low on 3 patients. Patient one symptoms: drg: heart failure unspecified, fever presenting w/cond classified elsewhere, EKG: atrial flutter, minimal st depression, st elevation, consider inferior injury, prolonged qt interval rate 121 patient diagnosis: unspecified bacterial pneumonia.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t13665rn. Retains of the complaint lot performed properly when testing with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13665rn were reviewed and found that the lot met final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.